Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right atrial (ra) lead had high capture threshold and high pacing lead impedance. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation at the distal region consistent with procedural damage. Visual and x-ray examinations of the lead found did not find any anomalies except for procedural damage.